Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this lead was surgically abandonded during a device replacement procedure. No adverse patient effects were reported.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited impedance measurements greater than 2500 ohms and inappropriate mode switches due to noise. The noise was able to be reproduced with isometrics. When the lead was tested in unipolar pacing configuration, the impedance measurement was 940 ohms. The boston scientific sales representative stated that a lead fracture is suspected. The patient was sent for a chest x-ray and the ra lead was left programmed in unipolar configuration. No adverse patient effects were reported.